Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation the clip could not be closed and if this were to recur in the anatomy, failure to close the clip has the potential to cause tissue damage. It was reported that during preparation of the clip delivery system (cds), the clip was opened to 200 degrees; however, during an attempt to close the clip, the clip would only close approximately 30 degrees. There was no patient involvement and the device was not used in the anatomy. A new cds was used in the intended procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported clip actuation issue could not be tested during returned device analysis due to the condition of the returned device. The investigation was unable to determine a definitive cause for the clip actuation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.